Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "multiple issues" it was reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was missing the upper back label and the pump was in good condition. Review of the event history log showed the pump displayed occurrences of "no disposable" and "high pressure" alarm messages after the pump was started. During the investigation it was found that the pump displayed error code 1670 on power up. The microprocessor unit board, downstream occlusion sensor and upstream occlusion sensor were replaced. Based on evidence and investigation, the complaint allegation was confirmed. The problem source could not be identified.